Event description:
The physician reported the intraocular lens was removed and replaced without complication due to his observation of a cloudy surface on the optic.

Manufacturer narrative:
Preliminary visual inspection under a microscope with standardized light and 10 times magnification showed a clear optic. Lens is currently undergoing evaluation at the manufacturing site. No conclusion can be drawn at this time.